Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the plunger was not confirmed during returned device analysis as the returned plunger was re-inserted in the device and retracted with no resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty retracting the plunger appears to be related to an observed posterior needle to cuff miss with a successful anterior needle to cuff engagement. Resistance encountered during plunger retraction due to the posterior needle to cuff miss likely contributed to the reported difficulties during step #3. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with four proglide devices using the pre-close technique via a 5f sheath prior to a balloon angioplasty interventional procedure. The first three proglide devices failed to finish step 3 [failed to withdraw plunger]. For the fourth proglide device, there was resistance opening and closing the foot and the device became stuck in the anatomy. The device was forcefully removed and the foot was separated into two pieces. It was confirmed that both pieces were removed from the anatomy and nothing remained in the patient. It was confirmed that no vessel damage occurred. Reportedly, a nick and spread was performed to continue the procedure and the sheath was upsized to a large bore sheath. The balloon angioplasty procedure was completed. Hemostasis was achieved with manual compression and a patch. Additionally, two proglide devices were successfully used in the left common femoral artery without issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.